Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review and analysis of all available information failed to indicate a root cause or probable root cause. The investigation concluded that the root cause could not be determined without investigating the device.

Event description:
It was reported to boston scientific corporation that a truetome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when sphincterotomy was attempted with the device, at first the wire failed to cut. Then, suddenly the device cut through the entire papilla. It is unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event.